Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim exhibits signs of repeated use and has one of components 1 and 2 disassembled / missing. The missing components were not returned. Device history record was reviewed and no discrepancies were found. Root cause was determined to be previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional shim was found missing ball bearings during sterilization and all pieces were not returned. No adverse events have been reported as a result of the malfunction as there was no patient involved. Attempts have been made and additional information on the reported event is unavailable.